Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed.   A bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient was hospitalized for abdominal pain, colic, and vomiting. On (B)(6) 2020, during an endoscopic procedure, a bezoar was observed on the tip of the j-tube. The gastroenterologist performs a complete replacement of tubes, which resolves the event of bezoar. On (B)(6) 2020 the event of abdominal pain is resolved and the patient is discharged from the hospital.